Event description:
The device had a "call for service" due to a bad cell in the 12v battery, when it went through final test it failed because of a bad component. This component failure would not have been noticed during a normal self test.